Event description:
It was reported that upon insertion of an impella cp the catheter cracked. The device was removed and a new impella was successfully implanted. No patient harm was reported.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4: added device information: h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Pd-any device-(crack): the cause of the product damage was unable to be determined as insufficient clinical details were provided. Failure to advance: the cause of the failure to advance was unable to be determined as insufficient clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.